Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited sensing anomaly and high capture threshold. Echo exam was performed and revealed the lead had moved. The lead was explanted and replaced. The patient was in good condition prior, during, and post operation.